Event description:
Customer reports that she obtained results of 68 mg/dl and 130 mg/dl on the same device within 6 minutes. No action was taken based on device results. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.